Event description:
The MFR rec'd info alleging a ventilator was alarming. There was no pt harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center failures related to the active exhalation control module and sensor board was observed. The device's active exhalation control module and sensor board were replaced to address the issue. The ventilator was found to audibly and visually alarm, as designed. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.